Event description:
It was reported that, "using the k-wire the tip broke off inside the nail. A 2nd k-wire was used and broke at the base of the threads." The targeting device missed the proximal screws. The surgeon decided to take the nail out and leave the two cannulated screws and put in another 6.5 asnis screw. Hydroset was used in the void. Pt is a tumor pt.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device of additional information becomes available, it will be reported on a supplemental report. Same pt event as MDR 9610622-2009-00025.